Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with a surgical lead on (B)(6) 2010 for bilateral leg and back pain. A few hours following the surgical procedure, it was reported that the pt experienced weakness in her legs and could not feel her feet. She was taken back to the operating room and an epidural hematoma was discovered. The hematoma was evacuated and her scs sys was removed as a result. F/u on the pt found that the aforementioned symptoms have subsided. The explanted devices were discarded and will not be returned to the MFR for analysis.